Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's previous admissions for driveline infection are captured under the following events: (B)(6) 2017 2916596-2021-00741, (B)(6) 2017 2916596-2021-00777, (B)(6) 2017 2916596-2021-00778. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient was bridge to transplant, and underwent a routine heart transplant. The device operated as intended. It was reported that there were no device issues that could have accelerated the patient on the transplant list, but the site stated that the patient's recurrent driveline infection motivated the transplantation. The device will not be returned for evaluation.